Manufacturer narrative:
E1 additional information (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in mitral position by right femoral vein. During the procedure the patient developed a right to left shunt after removal of the guide sheath (gs) from the septum and an occluder was used. Prior to procedure, there was a suspicion that an atrial septal defect (asd) with a possible right to left shunt. During the procedure, everything proceeded without complication, and the mitral valve regurgitation was successfully reduced, and no issues with the pascal system were observed. Following removal of the gs from the interatrial septum, a right to left shunt was identified an occluder device was implanted immediately after completion of the pascal procedure to close the defect. The patient remained hemodynamically stable throughout the entire procedure and during asd closure.